Event description:
Pt's report of alleged pain, bowel obstruction with resection, infection, abscess requiring multiple surgical interventions and medical mgmt. In 2006 - pt had incisional ventral hernia repair with ck mesh. In 2008 - pt presented to ER with abdominal pain, emesis. Pt was admitted to the hosp with a diagnosis of small bowel obstruction. At about three days later, pt underwent open exploratory surgery, according to the pt, the surgeon cut the ring and through the mesh, then closed abdomen back up. Pt still had pain. A different surgeon performed an open exploratory laparotomy, bowel resection, cut the whole length of the mesh, and removed only the ring and some of the staples holding the mesh in place. The surgeon sewed the mesh back together and closed the pt's abdomen. Pt's physician placed him on many restriction; instructed not to drive, lift anything over 5 pounds, twist, pull or have sexual relations. At about one month later for a period of about 41 days - drainage noted from 2 areas on pt's incision site. Pt was diagnosed with a wound abscess and was admitted to the hospital. Pt underwent surgical procedure where the abscess was debrided and a wound vac sponge system was placed. One of two areas on the incision site healed and the other continued to drain fluid. Pt sent to rehab for IV antibiotics and wound mgmt treatment. Pt was admitted to hospital for 3 days for fluid leaking from wound. Received wound mgmt care and IV antibiotics. At about two months later, pt reports wound is currently still open and in one area. This area is noted to be at the superior portion of the incision site. Wound is reported to drain enough to saturate 3 5 x 9 adb pads day.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.